Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a system message was displayed and the unit shut down on its own during a procedure. A second system was brought in and used to complete the case. There was no pt harm reported.